Event description:
It was reported that the patient presented at the hospital. The patient's pacemaker was found unable to be interrogated prior to a magnetic resonance imaging (MRI) scan due to no magnet responses. No intervention was performed and the patient is in stable condition.